Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and also had prime anomaly. The customer's blood glucose was 186 mg/dl at the time of incident. The customer was unable to exit the preparing to prime loop. The insulin pump was beeping in a loop when they tried to rewind the insulin pump. The drive support cap was normal. The customer was advised to treat as per the healthcare professionals instructions. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The device will not return for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime or fill anomaly due to compromised force sensor system alarm. However, device passed rewind test and displacement test. No rewind anomaly noted.